Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument wire of the coagulation was disconnected. The procedure was completing as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a full cable breakage was observed during the procedure (not due to insulation damage), resulting in loss of coagulation function while other instrument features remained functional. There were no signs of thermal damage, no instrument collision occurred, no fragments fell into the patient, and no photos or video are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint regarding coagulation wire was broken was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.